Manufacturer narrative:
G4: 03apr2020. B4: 06apr2020. The service technician could not duplicate the reported oxygen device failed issue despite operation checking, whereas the event log had error code oxygen device failure which showed that the reported phenomenon occurred. Functional testing was performed but no anomaly was observed. The service technician states ventilator can experience the reported phenomenon because in case where a set value of oxygen concentration is close to environmental oxygen concentration, v60 has a possibility of determining oxygen concentration measurement incorrectly if a drastic flow rate change occurs. Therefore, it was determined that the operation of device was normal. Overall checks, cleaning, run testing, and a function test were performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01apr2020.

Event description:
The customer reported oxygen device failed. There was patient involvement, but no one was harmed.